Event description:
It was reported that during a lap gastric bypass revision procedure, the green reload was opened and immediately and the scrub noticed that there was a problem with the reloads as some of the staple drivers were dislodged in the cartridge. The nurse also opened the gold reload and noticed a similar problem. Both reloads were not used and replacements were opened. Surgery was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One piece sled. The ecr60d reload was received for analysis with the one-piece sled damaged and fully loaded with staples. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. Due to the condition of the reload, no functional test could be performed. A batch record review was performed and no anomalies were found during the manufacturing process.